Event description:
It was reported that a large volume infusor experienced a no flow. This occurred during infusion of 5600 mg of flucloxacillin. The device was connected to the PICC line of a child patient and carried in a baxter provided bag. Approximately 18.5 hours after connection the volume had not decreased. Infusion occurred normally when the device was replaced. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred from (B)(6) 2014. This event occurred from (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured on february 24, 2014 to february 25, 2014. The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.